Event description:
Perclose device to close lines on patient vein groin sites. During procedure attempted to pre-close the patient and x6 perclose failures. Only 1 perclose used on right groin was successful due to this. X2 successful on left groin. The suture on the perclose was not connected on the needles for any of the 6 opened perclose used and wasted. Patient: 4582. Device:1399, 2912, 3023. Referenced reports: mw5182031, mw5182032, mw5182033, mw5182034, mw5182036.